Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported to philips that the pulses did not send alarm. The device was in clinical use at time of event, there was no adverse event reported.

Manufacturer narrative:
D4: correction: updated product information involve in event. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI.

Manufacturer narrative:
A remote application specialist (ras) evaluate the device in question. The ras indicated during an evaluation of the system mx40 it was determined that the mx40 in use did not have the c01 option, which explains the device did not have a pause alarm. There are many pause alarms in the audit logs. The ras pointed out to the customer that the pause alarms happened in the ed on a bedside monitor. They also have mx400s in the unit that has the c01 option, and this is why occasionally they will have a pt with a pause alarm in the unit. Based on the information available and the testing conducted, the cause of the reported problem was confirmed. The device was confirmed to be operating per specifications, and the customer was provided information about the issues. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.